Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that an infusion pump alarmed, no explanation appeared on the display, and was not able to repeat the alarm, but sounded like a system fault alarm. The pump was replaced. No patient injury was reported.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the syringe port was cracked and the screen was scratched. Functional testing was unable to duplicate the reported issue, the pump passed all tests with no alarms or errors. A root cause was not established as no issue was found. The front and rear housing were replaced. Service history review identified the complaint was not related to a previous service of the device within the review period. Email address: (B)(6).